Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery came up as "shorted" when placed into a cadex c7200 device for charging. The customer tried multiple different cadex c7200 devices with the same result. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in all five led indicators illuminating, suggesting the battery was received with 80% capacity at minimum. Although the battery showed all five led's, when inserted into the mrx unit, it would not power on. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Upon conclusion of the analysis, the battery was found to be defective. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a corrupted gas gauge. No further evaluation was requested.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery came up as "shorted" when placed into a cadex c7200 device for charging. The customer tried multiple different cadex c7200 devices with the same result. There was no patient involvement.